Manufacturer narrative:
The product, intended for use in treatment, was returned for evaluation. There is no relationship between the returned product and the reported event. The syringes returned were empty and did not have any material present; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Factors that could have led to the device not dissolving includes: not using the recommended amount of sterile lactated ringer solution or sterile water which could result in more or less viscous dressing, not completing the recommended number of transfers between the small syringe into the syringe containing the cmc knit, or ensuring enough force is supplied in completing the transfers between the 2 syringes. There are no indications that would suggest the product did not meet product specifications upon release into distribution.

Event description:
It was reported that despite mixing the stammberger sinufoam rr650 with sterile water as she had in the past, it did not dissolve but stayed in its full form. There was no patient injury reported. There was no backup device available.